Manufacturer narrative:
Analysis was performed on the returned device. The reported obstruction of flow was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The device was re-inserted after there was no blood flow from the marker lumen. The electronic perclose prostyle instructions for use (IFU) states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent. In this case, the IFU deviation does not appear to have contributed to the reported difficulties. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to circumstances of the procedure. It appears that under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle contributed to the reported no blood flow coming from the marker lumen. The IFU deviation does not appear to have contributed to the reported difficulty. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 clarifier: re-insertion.

Event description:
It was reported that this was a venotomy closure of right common femoral vein using the pre-close technique via a 6fr sheath hole prior to an interventional pulsed field ablation (pfa) procedure. Prior to the procedure the prostyle devices were successfully flushed with saline. The suture of the first prostyle device was successfully pre-placed. When pre-placing the second prostyle device, no bleed back was noted at the marker lumen. The device was removed from the anatomy, re-flushed and then re-inserted into the anatomy; however, there was still no bleed back from the marker lumen. The suture of a new third prostyle device was successfully pre-placed. The sheath was upsized to 16fr and the pfa procedure was completed. Hemostasis was achieved with the pre-placed first and third prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.